Event description:
Customer reported an issue with her t:slim x2 pump, stating she had to press the button multiple times for it to function properly. There was no adverse impact to kristine¿s blood glucose level. To address the situation, a qualtrics report was sent to customer technical support for assistance with troubleshooting the pump issue, and a follow-up was requested.